Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating and that the pump battery depletes faster than expected and that touch screen is delayed in response. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Customer's blood glucose level was 200-250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.